Event description:
The manufacturer became aware of this event through patient tracking department. On (B)(6) 2024, a memo 4d repair ring, 4dm-32 was implanted in a patient. The ring was explanted and replaced with abbott sjm mhv (27mecj-502) on (B)(6) 2025 due to unknown reason. No other information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is trying to retrieve further information from the facility. A follow-up report will be provided upon availability of new, relevant details.